Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting into the anatomy could not be replicated in a testing environment as it occurred during the procedure due to procedure circumstance. The reported retraction problem with the plunger was not confirmed and was concluded to be related to the plunger pulled out of sequence. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use states to verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker is not patent. In this case, there was not reported issue with blood marking. As such, the absence flushing the marker lumen prior to use is not related to the reported difficulty inserting the device into the anatomy or retraction problem with the plunger. The returned device condition indicated the reported difficulty inserting into the anatomy may be to be related to interaction with the patient anatomical conditions such that skin incision (tissue track) did not accommodate outer diameter of device. The returned device condition indicated the reported retraction problem with the plunger is related to the plunger pulled (step 3) instead of deployed (step (2) which is out of deployment sequence such that resistance was encountered as reported. The proglide is designed to be deployed sequentially as indicated with numbering on the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique prior to an abdominal aortic aneurysm (aaa) percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed. A third proglide device was attempted; however, the device was not flushed prior to use, it would not advance easily and the needle plunger was unable to be withdrawn after deployment. The device was removed. The sheath was upsized to a 14f and the aaa pevar procedure was completed. Knot advancement was performed with the suture of the first proglide device; however, the snare knot pusher sheared and broke the suture of the second proglide device prior to knot tightening. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.